Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the pump serial number, model number, and implant date was unknown. The serial/lot number of the catheter was unknown. The expected reservoir volume was 0.4ml. The actual reservoir volume was 6 ml. The volume discrepancy was first observed at the refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information provided indicated that the pump was a 40 ml pump.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (15mg/ml, 1.5 mg/day) via implanted infusion pump. It was reported that during pump replacement procedure it was not possible to aspirate cerebral spinal fluid (csf) from the catheter access port or to inject contrast. The hcp described that he felt pressure like a blockage somewhere. The hcp also mentioned during a refill procedure previously there was a large difference in reservoir volume observed (more) than what the pump was showing. The full catheter was replaced and the issue was resolved. The patient's medical history included chronic pain. The patient's weight was asked, but unknown and would not be made available. The patient's status was alive no injury.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# unknown: explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.